Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-05686. It was reported the pt was hospitalized and her trial leads were removed due to an infection. The pt was given IV antibiotics to address the infection. The pt released from the hospital a couple of days after being admitted and will remain on antibiotics in the meantime.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.